Manufacturer narrative:
Additional information was added to h3, h6 and h11: correction made to b5: during follow up, it was clarified that there was a separation issue with the dark blue chip insert (female connector) of the minicap transfer set which led to the patient being unable to disconnect from the machine. H11: the device was received for evaluation with a home choice patient adapter attached. Visual inspection was performed and a separation between the female connector and main body was observed. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The transfer set was connected and disconnected using the returned patient connector by hand with no issues; therefore the reported connection issue was not verified. The reported separation was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with the minicap transfer set; further described as the patient was unable to disconnect from the machine. The event occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.